Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg would not communicate. Surgical intervention took place in which the ipg was explanted and replaced to address the issue. Therapy was restored.